Event description:
Medtronic insulin pump 630g had multiple problems with quality. Four weeks ago, my sensor would not charge. Called company and trouble-shooting concluded sensor charger needed replaced. Have informed that sensor charger was backordered and no eta given. Have called every week and repeatedly told sensor charger still backordered and no eta given. My pump, since no sensor can be connected to it, cannot shut down if my blood glucose is too low. I guess someone is waiting for a couple of diabetics to die or a family if a diabetic is driving before they do anything. My parents have been notified of this equipment failure and have medtronic on the list if anything should occur due to hypoglycemia.